Event description:
It was reported that the right atrial (ra) lead of this cardiac resynchronization therapy defibrillator (crt-d) system is under remote monitoring due to known lead damage. Reportedly, the shock impedance has now increased to 125 ohms, which is high out of range. Further advice was requested to technical services (ts). The ra and right ventricular (rv) leads are non boston scientific products. The crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead of this cardiac resynchronization therapy defibrillator (crt-d) system is under remote monitoring due to known lead damage. Reportedly, the shock impedance has now increased to 125 ohms, which is high out of range. Further advice was requested to technical services (ts). The ra and right ventricular (rv) leads are non boston scientific products. Upon review of the device data by technical services (ts) it was confirmed that the device recorded an alert related to out of range shock impedance. It was also discussed that there is noise oversensing on the ra lead and further troubleshooting is needed to ensure therapy is available for the patient. Additional advice and troubleshooting recommendations were provided by ts. The crt-d system remains in service. No adverse patient effects were reported.